Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the solution to perform testing. Radio-opacity test was performed on the retained sample from the lot and was found to be within specification.

Event description:
Treatment of an avm. It was reported onyx could not be visualized during procedure. No patient injury reported.